Event description:
The customer reported being hospitalized for low blood glucose. It was stated that the customer was conscious when she arrived at the hospital. The customer still is in the hospital and she is in critical care. It was stated that the insulin pump was removed from customer. The customer called requesting assistance on how to insert the sensor in her body. It was stated that the medical staff wants her to put sensor back on to alert her of lows during the night. The customer stated that she believes is not related to the insulin pump, and sometimes she drops really low without warning. Troubleshooting was not performed because the customer does not feel well and she wants to insert the sensor. The customer stated that just the word sensor is on display, when pressing the buttons after activating the sensor on screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.